Event description:
While removing the light shield to clean, the assistant dropped the shield, catching it by the analog shade and received 2nd degree burns on her hands. Lights are around 4 - 6 years old.

Manufacturer narrative:
The serial number of the light was not available. The initial reporter believes the light is 4 to 6 years old. The product literature states "caution, the bulb may be hot! Allow the bulb to cool for at least 5 minutes before removing the light shield." The facility failed to do this which led to the operator being burned.